Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a mynx vascular closure device (vcd) ruptured during the deployment process. This was not unique to a specific lot. There was no reported patient injury. The femoral artery was clean and free of plaque. The device will be returned for evaluation.